Event description:
A report of overinfusion was received. The clinician reported the pump was set up to infuse a 500ml bag of heparin at a rate of 20 mls/hr. According to the clinician, approximately 2 1/2 hrs after the infusion was started, the entire bag was found to have infused. Reportedly, the pt's ptt levels were drawn; however, according to the clinician, that information was not available for this report. Reportedly, an unk dose of protamine sulfate was given as a result of the heparin overinfusion. According to the clinician, there was no pt injury associated with this report.